Manufacturer narrative:
Third party evaluated.

Event description:
It was reported that the cot tipped toward the right with a patient still strapped to the unit. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.